Manufacturer narrative:
Results: brake rod nyliner, brake cam.

Event description:
It was reported by service report that the stretcher was popping out of brake easily especially from the side brake steer positions. No patient involvement or adverse consequences are reported.